Event description:
It was observed that during the device evaluation, the subject device exhibited cut on the pink probe and missing adhesive around the forceps cover. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, probable causes for the alleged failures are likely due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.